Manufacturer narrative:
This report is submitted on january 24, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the the clinic, the patient experienced wound dehiscence at the incision line. It is unknown whether or not revision surgery is planned; as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (date not reported) to close the wound. The implanted device remains insitu. This report is submitted february 15, 2017.